Manufacturer narrative:
Insulin pump was received with no esc button response due to flattened button dome switch. No unexpected audio/beep anomaly noted. Unable to verify for reset alarm and display history failed start up alarm due to no esc button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed displayable history crc check failed on startup. Customer's blood glucose was 223 mg/dl. Alarm and possible causes were explained to customer's mother. A temp basal was not programmed before the alarm. Customer was sitting down when alarm occurred. The device still had the basal and bolus wizard setting set on the device. The reset alarm did occur within three minutes of unsuccessful "write settings" attempt using paradigm pal software. Customer's mother was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.